Event description:
Sales reported the following:" we just inserted an gamma3 long nail, and the 5.0 locking screw (2360-5035s) is completely stuck in the distal section. It was slightly misaligned, but there's no movement possible in the screw, neither forward nor backwards, and we've tried all available options. The decision has been made to leave it in place."

Manufacturer narrative:
The device was not returned for investigation. However, images of the construct were provided. It can be seen that one of the screw is not fully inserted through the hole and into the bone, as mentioned by the reporter. Therefore, it is very likely the screw is in fact jammed in the nail as reported: the event could be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Sales reported the following:" we just inserted an gamma3 long nail, and the 5.0 locking screw (2360-5035s) is completely stuck in the distal section. It was slightly misaligned, but there's no movement possible in the screw, neither forward nor backwards, and we've tried all available options. The decision has been made to leave it in place."